Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder was sticking inside the cannula while taking the vein. They lubricated the shaft and used the same device to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the investigation was completed, and the device meets product specifications. The hemopro tissue welder was advanced and retracted within cannula as expected. The reported complaint can not be reproduced. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.